Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. Section 12.2 states, ¿prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the vessel wall to avoid device cuff misses (device needles not engaging with the cuffs), posterior wall suture placement, and / or possible ligation of the anterior and posterior walls of the vessel.¿ it is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information, it is possible the suture broke during harvest due to a snag (suture damage) or too fast a pull. It is also possible, the difficulty removing the device and the failure to achieve hemostasis are related to positioning, and or tissue capture; however, these cannot be confirmed. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. Factors that contribute to difficulty removing include, but are not limited to, tissue or suture capture in the foot, interaction with vessel tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of two left common femoral vein access sites using a prostyle device in each site after an electrophysiology procedure with a 8f sheath in the proximal site and 9f sheath in the distal site. Reportedly, when advancing the knot in the proximal site, it could not advance below skin level. The nick and spread was not wide enough. The suture was trimmed, yet removed as it would have been superficial, not reaching the vessel wall. Manual compression was used to achieve hemostasis in this proximal puncture site. The prostyle in the distal access site deployed well after advancing deeper than was initially estimated. The suture was deployed successfully; however, the suture snapped. There was slight resistance removing, so the device was relaxed with the footplate cycled again. The device removed easily. The full length of the suture was intact. The guide wire was removed, and the knot was advanced to the vessel wall. Hemostasis was not achieved. Manual compression was used to achieve hemostasis in this puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.